Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use. The home patient (hp) stated that the supply bag fell and became disconnected. The technical service representative (tsr) had the hp cycle the power and system error 2367 alarm. The tsr advised the hp to cycle the power once more to restart the setup with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp). The hp stated the bag did not actually fall. There was a disconnection and the cause of the disconnection was unknown. The hp did not notice any defects with the supplies. The hp stated they have been performing therapy successfully since the incident. There was patient involvement but no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was undetermined. This issue is being investigated through CAPA.